Manufacturer narrative:
(B)(6). The actual device was not available; however, a retained sample was evaluated. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. Gravity and leak testing were performed with no issues noted. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented pacilitaxel set with clearlink was leaking from the vent cap above the drip chamber. This occurred once the line was inserted into the IV bag during set up. There was no patient involvement. No additional information is available.